Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that while loading lens did not advance properly and haptic damaged or jammed in delivery system. Additional information states that the surgery was completed on the same day and lens was not inserted / implanted and it was discarded and there was no patient contact.